Event description:
It was reported that the device involved in the event did not hold a charge. During testing, a review of the alarm history showed multiple n56 depleted battery and n252 depleted battery alarms. The battery was replaced and the change battery key was pressed. The device then passed self-test. The device was charged overnight then completed a 4 hour run for 999ml. The report was confirmed. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.